Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that the "ok" button on her onetouch ultralink meter was not working. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began approximately on the evening of (B) (6), 2010. It is not known when the pt had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The cca documented that the pt manages her diabetes with novolog insulin (self-adjuster). The pt claimed that due to the alleged product issue, she took a reduced dose of her usual insulin on the morning of (B) (6), 2010. On that same day, the pt stated that she tested her blood glucose with a back-up meter at 10:15 am and obtained a result of "218 mg/dl." She again tested at noon with the back-up meter and obtained a result of "57 mg/dl." The pt denied developing any symptoms and did not report receiving acute medical intervention due to these blood glucose readings. At the time of troubleshooting, the cca documented that there was no misuse of the alleged meter. The cca verified that the meter did not respond when the "ok" button was pressed. Replacement meter and supplies were sent to the pt. There is no indication that the product caused or contributed to a serious injury. The pt was asymptomatic and did not require immediate medical intervention for an acute complication of diabetes. This complaint, however, is being reported because ths issue with the "ok" button was not resolved during the troubleshooting session.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.